Manufacturer narrative:
(B)(4). The complaint device is unavailable for failure analysis investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure¿, a device is not released if it does not meet requirements or is nonconforming. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
It was reported by the patient's peritoneal dialysis nurse that, following a culture of the patient's peritoneal dialysis effluent on (B)(6) 2017, the patient was diagnosed with peritonitis. The organism cultured was enterococcus faecalis, and the nurse reasonably associated the propagation of this organism with patient contamination / failure of technique. The patient reportedly used the bathroom, and then set up for treatment without washing their hands. The patient received 2 treatments of vancomycin, with 1 gram introduced via an intraperitoneal route on (B)(6) 2017, and 2 grams introduced via an intraperitoneal route on (B)(6) 2017. The patient has since recovered from the infection completely, there are no signs of infection, and a repeat culture is pending. The patient was not hospitalized, and completed peritoneal dialysis therapy up to and through the infection.